Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg displayed a low battery indicator. The ipg was reprogrammed; however, the low battery flag persisted. Surgical intervention is planned to address the issue.